Manufacturer narrative:
This device was returned to boston scientific. However, per section 72 (6) of the medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a patient owned device. At this time, patient consent for analysis of this device has not been received. Therefore, the device has been archived without analysis. If patient consent is received at a later date, analysis will be completed at that time. Correction to e1 initial reporter country.

Event description:
It was reported that the patient presented with this artificial urinary sphincter (aus), six weeks after activation, with the cuff not filling properly. Surgical intervention was performed to replace the device, and the physician determined that the fluid could not pass through the tubing or pump. There were no patient complications reported.

Event description:
It was reported that the patient presented with this artificial urinary sphincter (aus), six weeks after activation, with the cuff not filling properly. Surgical intervention was performed to replace the device, and the physician determined that the fluid could not pass through the tubing or pump. There were no patient complications reported.